Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: [hospital] there was a malfunction with a clip applier where it only loaded 5 clips. After the 5th clip, the device stopped working. The product is available for return. Type of intervention: ni. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was unable to be performed on the event unit as the unit was jammed upon return. Visual inspection was performed where the distal shield, an internal metal component, was observed to be positioned incorrectly. The improper placement of the distal shield confirmed the complainant¿s experience of the clip not loading into the jaws. Based on the condition of the returned unit, it is likely that the reported event was caused by improper placement of the distal shield during the manufacturing process. Improper placement of the distal shield could result in the clips not loading into the jaws. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap chole event description: [hospital] there was a malfunction with a clip applier where it only loaded 5 clips. After the 5th clip, the device stopped working. The product is available for return. Type of intervention: ni patient status: no patient injury.